Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer stated that the reported issue was due to having bariatric surgery and her diet being changed.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.